Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. The physician advanced the faradrive sheath with a versacross connect into the right atrium and attempted transseptal access under transesophageal echocardiogram (tee) guidance. During transseptal access, it was noted that the patients blood pressure dropped to 70/40. A small effusion was noted on tee. The patient was treated with pressure medication by anesthesia and pericardiocentesis was performed. It was determined a perforation had occurred during access in the right atrium (ra) roof. The ablation was not performed. The patient became stable condition after the pericardiocentesis was performed. A total of sixty (60) cc of red blood were removed. It was then decided the patient will be admitted to be watched overnight. The patient was discharged next day. No issues/malfunctions were reported during transseptal access. The device was unable to be returned because it was retained by the account.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.